Manufacturer narrative:
Additional information was received indicating that the cerebral infarction was confirmed using imaging. Per the physician, the cerebral infarction was caused by embolization of calcification due to manipulation of the dislodged valve with the snare. It was reported that hemiplegia remains, and patient is undergoing rehabilitation. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: imaging was provided to medtronic for this complaint and sent to image review. Per image review, there are images which noted two fluoroscopic load checks, which were both adequate loads. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Here it is thought that the valve dislodged due to the high position of deployment without any pre-implant dilation. Stroke, and other neurological deficits are a known potential adverse effect per the device instructions for use (IFU). Multiple factors can influence a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Here, per the physician, the cerebral infarction was confirmed to be caused by embolization of calcification due to manipulation of the dislodged valve with the snare. There was no evidence to suggest that the valve or its function contributed to the event. In this case, the hemiplegia remains and the patient is undergoing rehabilitation. A device history review (DHR) was not performed on either valve as the event description does not indicate a potential manufacturing issue. This event does not indicate device misuse or malfunction. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial#: (B)(4), ubd: 21-nov-2021, UDI#: (B)(4). Product analysis: the valves remain implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, in a high position of about 1-2 mm without any pre-implant dilation, the valve dislodged into the ascending aorta. A balloon aortic valvuloplasty (bav) was performed. During the bav, the first valve was snared to prevent occlusion of the coronary arteries. A second valve was implanted successfully however it was reported that the patient suffered an insult to the brain. Hemiplegia was reported. No additional adverse patient effects were reported.